Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The provided therapy dates are an estimate of the adverse event date of onset.

Event description:
Related manufacturer reference number: 1627487-2019-06434, related manufacturer reference number: 1627487-2019-06435, related manufacturer reference number: 1627487-2019-06430, related manufacturer reference number: 1627487-2019-06431, related manufacturer reference number: 1627487-2019-06432. It was reported one of the patient's leads protruded through the skin. As a result, the scs system was explanted on (B)(6) 2019.

Event description:
Related manufacturer reference number: 1627487-2019-06434; related manufacturer reference number: 1627487-2019-06435; related manufacturer reference number: 1627487-2019-06430; related manufacturer reference number: 1627487-2019-06431; related manufacturer reference number: 1627487-2019-06432. Based on information obtained, it is unknown which lead protruded through the patient's skin.